Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient¿s pacemaker (pm) system was explanted due to an unknown reason. The patient experienced chronic heart failure (chf) and cardiogenic shock. During the procedure, the patient¿s blood pressure dropped, and cardiopulmonary resuscitation (CPR) was performed. The patient tolerated the procedure well and no complications were reported.